Manufacturer narrative:
The real intelligence cori, rob10024, sn(B)(4), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. After review of the provided screenshots, the reported problem that the cori system is not functioning properly is not confirmed. The knee was 9-degree varus to start, and the knee could not reach the full range of motion. The surgeon collected the points on the femur and tibia properly. It is seen in the gap assessment screen, that the knee is showing an overlap in both extension and flexion, and in turn would appear tight to the surgeon. The surgeon probably planned to resect the tibia by an additional 2mm to solve the tightness in the medial compartment. The IFU states in the section tka implant planning with gaps that if the balance is tight in extension and flexion, to move the tibial component inferior and/or reduce the thickness. This would decrease the tightness felt by the surgeon in the knee. The cori system was functioning as intended. Although the reported problem could not be confirmed, a contributing factor associated with the issue could be the surgeon feeling tightness in the knee, which could¿ve been addressed using the suggestions from the IFU. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Each engineering/additional investigation concluded ¿the cori system was functioning as intended¿ and noted the valgus knees (10¿ ) couldn¿t reach full rom, showing ¿an overlap in both extension and flexion¿would appear tight to the surgeon¿, and then mentioned that the IFU instructs to move the tibial component inferior and/or reduce the thickness¿ if knee balance is tight in extension and flexion. Based on the information provided, a procedural variance cannot be ruled out as a contributing factor to the reported event. The patient impact beyond the reported additional tibial resection and the 0-30 minute surgical delay could not be determined, as the procedures were reportedly completed with the same device without additional injury reported. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka, the surgeon had to go back into the plan and resect more tibia because the software is not working correctly. The surgery was completed, after a non-significant delay, with the same reported device. No other injuries were reported.